Manufacturer narrative:
A review of lot c119 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pressure dome membrane leak/breaks; CAPA's (B)(4) and (B)(4) are already opened to investigate pressure dome membrane leak/breaks. The assessment is based on info available at the time of the investigation. The photo eval is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer reported a system pressure leak during a double needle treatment. Whole blood pressure 1480 ml; ac used: acda, ratio 10.1. Treatment aborted, no blood returned to the pt. Customer provided photos for eval.